Event description:
It was reported that, this subcutaneous implantable cardioverter defibrillator (s-ICD) and the electrode exhibited undersensing during a ventricular fibrillation (vf) episode due to low amplitudes. The system delivered two shocks, successfully terminating the rhythm. X rays were performed, and it showed a too high sub-optimal position of the electrode, and the s-ICD position that is also high and could be one intercostal space lower. The technical services (ts) discussed troubleshooting options. This s-ICD remains in service. No adverse patient effects were reported.